Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that while pacing the pt, the user performed a shift check on the device, but did not disconnect the device from the pt to properly perform the shift check with test load. There was no reported pt impact.